Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was not activating the coagulation as it had electrical issues through the instrument. There was no red indicator on the instrument involved. Another mbf was opened to determine if it was the bipolar cable that was faulty or the instrument. The newly opened mbf worked immediately without fault or any electrical issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mbf was not cauterizing, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The root cause of the failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley near one of the grip bases. No pieces were missing. The instrument failed electrical continuity, the root cause of this failure is typically attributed to mishandling/misuse. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had thermal damage on the yaw pulley. Thermal damage can be evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.